Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen screen. Customer's blood glucose value was 157 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reported the time clock also froze. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unaccepted restart rewind, basic occlusion, occlusion, prime compromised force sensor error and excessive no delivery test due to buttons not responding.